Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the broken reload adapter could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The blue unload switch could only be depressed partially. The adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The adapter body was lifted, and the articulation mechanism was found to be out of home position. The articulation mechanism was centered with an rpa manual retract tool, and the adapter body was put back onto the adapter. The broken reload adapter could still not be removed. The adapter was partially disassembled to allow the broken reload adapter to be removed. The adapter was reassembled. An rpa reload could then be loaded and unloaded without issues. The adapter was connected to a representative handle running software, and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hang ups or sluggishness. The unit was able to be fired without any issues. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation mec hanism out of home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure, while the surgeon was trying to angle the device into position by pivoting on the wound protector in the intercostal incision, the connecting junction between the adapter and the reload broke. A new adapterand reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.